Event description:
It was reported by an anonymous doctor on an online discussion board that the pt, who had been diagnosed with conversion disorder and borderline personality disorder, attempted to commit suicide. Attempts for further info have been unsuccessful to date.